Manufacturer narrative:
Upon return, this boxed will undergo detailed analysis to determine root cause.

Event description:
Boston scientific received information that this field clinical representative contacted boston scientific's technical services (ts) on april 13, 2016 to report that upon interrogation of this boxed device, a bd error code was displayed. Boston scientific received information from the local representative that this boxed device remains in field stock and has not been implanted or returned back to boston scientific. Uploaded data was reviewed by the ts consultant. The device was taken out of storage mode, detected an open lead condition, and started beeping. The beeping brought the battery down enough to declare a bd error. From the device log files, there is not enough data to confirm when it was taken out of storage mode. There was an upload on (B)(6) 2015 that looks consistent with taking it out of storage although there were no programmer logs early enough to confirm this. If the device has been beeping since august 2015, the expected longevity once implanted would be diminished by 4-5 months. Ts recommended that this boxed device should be returned to boston scientific and not implanted.

Manufacturer narrative:
Upon return, a review of stored memory noted that the device was taken out-of-storage mode, detected an open lead condition and started beeping. The beeping brought the battery down enough to declare a battery depletion (bd) error. From the stored memory, there is not enough data to confirm when it was taken out of storage mode. There are session logs from (B)(6) 2015 that looks consistent with taking it out of storage. The battery voltage as of (B)(6) 2016 was 9.07 volts. The device was put through and passed return product testing which involved a series of automated diagnostic testing that verified the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. It was concluded that the bd error occurred because the device was taken out of storage mode while in the box. The device detected an open lead condition and started beeping. The beeping brought the battery down enough to declare a battery depletion (bd) error.

Event description:
The device was received at boston scientific's return products department.